Manufacturer narrative:
The product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved ventricular after deployment. The valve was positioned deep and resulted in moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve, was implanted valve-in-valve, and resolved the pvl. No adverse patient effects were reported.